Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were getting a power on reset (por) message on the patient programmer (pp) screen in (B)(6) 2018, but that they weren't sure what was happening or what caused the por. (B)(6) 2018 the patient stated they were having rapid seizure and stroke, but they didn't know what was causing it. The patient discussed the 3d itero dental scan done during the time and stated they weren't sure if the scanner caused the device to go into por and that's why they called back with the scanner device details.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that there was interference with the patient's therapy at the end of last year. The patient stated she had a dental scan done, had her ins battery life extended, and traveled to paris. They state it worked like a gem after implant. Around the (B)(6) 2017 she had a programming adjustment. Patient stated she had a dental scan done and traveled to paris around the end of (B)(6) 2017. Patient stated she noticed a change in her therapy around the first week of(B)(6) 2017. Patient clarified by change in therapy she meant she felt random increase of stimulation on and off, and a gradual return of symptoms. Patient stated it started once a week, then once a day, then multiple times a day. Patient stated she had a programming adjustment at her local hcp on (B)(6) 2019 which resolved the random feeling of stimulation increase but she still experienced symptoms. Patient stated she met with the hcp at the cleveland clinic which lead to symptom improvement. Patient confirmed her therapy is working great now. It was reported to be a gradual change in therapy/symptoms. No further complications were reported or anticipated with this event.